Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event. Patient reports that he passed out, but was able to call an ambulance after an hour. Patient recalls hearing the cgm low alert and seeing a cgm value of 58 mg/dl prior to incident. Patient did not confirm the cgm value, however he reports concern that the sensor may have been inaccurate at the time of incident. The paramedics arrived and transported the patient to a hospital. Medical personnel administered IV and glucose to the patient before he was released. At the time of his call to dexcom technical support, patient reports being in fine and healthy condition.